Manufacturer narrative:
Investigation summary: a complaint investigation due to no inhibition zone with bacitracin taxo a catalog 231552 batch no.: 4023697 was performed on retention samples. Returned goods were not received from customer. The investigation required to test product for performance, visual inspection, and batch record review. Retention samples performed as expected. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported while using an unspecified number of bd bbl¿ taxo¿ a, discs, there is no zone of inhibition when testing with strep pyogenes samples. There was no health impact or consequences reported.

Event description:
It was reported while using an unspecified number of bd bbl¿ taxo¿ a, discs, there is no zone of inhibition when testing with strep pyogenes samples. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.